Event description:
It was reported that there was an alert for high right ventricular (rv) defibrillation impedance on the rv lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Product event summary: product performance information was received, analyzed, and analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. Concomitant: 407652 lead implanted: 2010-(B)(6), 419488 lead, implanted: 2010-(B)(6), (B)(4)